Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The erroneous results were not reported outside of the laboratory. The initial troponin t hs stat result from a sample drawn at 2:18 p.m. Was 127.1 pg/ml. A second sample was drawn at 7:33 p.m. And the troponin t hs stat result was 3.39 pg/ml. The initial sample was repeated at 8:24 p.m. And the result was 129.4 pg/ml with a data flag. The second sample was repeated at 8:32 p.m. And the result was 151.1 pg/ml with a data flag. No adverse event occurred. The troponin t hs stat reagent lot number was 187548. The expiration date was not provided. It was noted that after these samples were processed, the instrument produced alarms related to sample probe movement and abnormal sample aspiration. These occurred on (B)(6) 2016. The field service representative (fsr) visited the customer site. It was noted that the last calibration was performed on (B)(6) 2016 which is not within the recommended frequency of every 28 days. Calibration signals were slightly lower than the expected values; however, there was no indication of an issue. Quality controls were acceptable. The fsr identified damaged cables on the sample probe. The sample probe was replaced and an adjustment was made to the liquid level detection system. Diagnostic and quality control testing was performed. Based on the available information, a specific root cause could not be identified; however the instrument gave an abnormal sample aspiration alarm the day after the event. Additional information for further investigation was requested but was not provided. The most reasonable root cause of the discrepant result was the issue with the sample probe identified by the fsr.